Event description:
During laparoscopic procedure applied medical kii fios first entry obturator tip broke off in pt. Surgeon was able to retrieve broken portion of trocar from pt. Reason for use: laparoscopic roux en y gastric bypass.